Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms. The number of inflations performed is unk. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good'.